Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of injury was reported as (B)(6) 2013 and breakage of the screw as (B)(6) 2013.

Event description:
It was reported by sales consultant: patient was implanted with matrixmidface plate and screws on an unknown date. During the initial procedure, it was reported the matrix screw came off of the screwdriver and was left in the patient. The patient developed an infection post-operative. Patient was returned to the or on an unknown date for removal of hardware. No further information was provided at this time. This report is for an unknown matrixmidface plate. This is 2 of 2 devices for this event reported on complaint (B)(4).

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.